Event description:
Ous MDR - it was reported that the ICD could not longer be completely interrogated during a routine f/u after an implantation time of approx 25 months. Six hundred charges were displayed; however, without delivering any appropriate shocks. The ICD and the lead were explanted. No worsening of the pt's state of health was reported. Lexos vr-t, (B)(4), MDR 1028232-2010-01438.

Manufacturer narrative:
Ous MDR - the ICD underwent first a status interrogation. The device status was eos and 634 recharging procedures were documented. The ICD underwent a visual inspection. There were traces of abrasion of the lead on the ICD housing. The memory content of the ICD was checked. The available iegms showed errors in the ventricular channel and the ff channel, which caused the large number of cancelled charging procedures. Then the ICD signal sensing capacity was checked and no noise was found. The ICD detected signals without errors. Then the ICD's therapy capability was tested. The antibradycardiac output signal was fine and corresponded with the programmed values in the eos mode. The eos mode was reset by a technical programmer. A manually triggered charging procedure was automatically cancelled, which is a result of the heavily depleted battery. The battery charge was checked and showed a battery depletion that was expected. The next step was to open the device. The current uptake of the electronic module was examined and was as expected. The electronic module was connected to an external voltage source. A fibrillation signal was induced and the module reacted with a defibrillation shock, according to specifications. The specified energy level of 30 j was achieved. The current uptake of the electronic module under pressure remained within specifications. The analysis of the ICD showed no indications of material or mfg errors. The analysis of the ICD showed that the degree of battery depletion after an implantation period of 25 months and 634 recharging procedures was according to expectations. The electrical functions of the ICD were within specifications. There were no indications of material or mfg errors on neither the lead nor on the ICD.